Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is displaying maintenance required code #5 alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h3.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) observed and found maintenance code #5 on display in standby condition, the iabp is pumping the balloon but the alarm is regularly appearing on display moreover the helium indicator is also not showing, the batteries have also become weak. The main board and data connectors are reset and the helium tank calibration is done but the problem is still same. Needed to replace the batteries and the main board is suspected defective. Needed to be replaced. Main board- d670-00-0788- qty 1, batteries- d146-00-0039- qty 2. The customer has not provided the purchase order yet. In future if we receive any repair information, a supplemental report will be submitted.